Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the clip movement which has the potential to cause or contribute to patient injury, the increased mitral regurgitation and the intervention performed. On (B)(6) 2014, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and a posterior leaflet prolapse and flail. Two clips ((B)(4)) were implanted, reducing the mr to 2. On (B)(6) 2016, the patient was hospitalized to treat a recurrent mr grade of 4. The cause of the increased mr could not be confirmed. Per fluoroscopy, there may have been movement of the most lateral clip; however, both clips were confirmed to be attached to both leaflets. During the second mitraclip procedure, one clip was implanted between the previously implanted clips and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) (worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported failure to adhere or bond (partial clip movement) could not be determined. It is possible that the patient anatomy and visualization contributed to the reported partial clip movement; however, this cannot be confirmed. Additionally, a definitive cause for the reported patient effect of mr could not be determined. It is possible that the partial clip movement contributed to the reported mr; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.